Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 88 mg/dl. Customer stated that they was changing the battery and they got 3 times of blank display. Customer stated that battery compartment was broken. The customer stated that the retainer ring was damaged. The insulin pump will not be returned for analysis.